Event description:
It was reported that the right atrial lead exhibited intermittent oversensing of noise which caused inappropriate mode switching. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed that the proximal insulation was abraded at 12.5 cm to 12.8 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. The abrasion had breached the proximal insulation which allowed the proximal coil and device can to come into contact and could have caused the reported sensing anomaly.